Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was unknown if the patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak on the supply line of the homechoice cassette. Renal therapy services advised the patient to contact their nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.